Manufacturer narrative:
Product analysis: analysis confirmed the reported issue, the programmer's stylus would not align with the cursor. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was not possible to calibrate the light pen on the programmer. The programmer has been returned for service. There was no patient involvement.